Event description:
The article, "a case of mitraclip related infective endocarditis 4 months after the transcatheter edge-to-edge mitral valve repair", was reviewed. This case study presented an 81-year-old male patient with a history of functional mitral regurgitation (mr). A mitraclip was selected for implant on an unknown date. The device was implanted. Post-implant it was observe that the clip shifted slightly on the medial side, resulting in residual eccentric moderate mr. Post-procedure the patient presented with gastrointestinal bleeding, which resulted in multiple blood transfusions. Approximately 4 months later the patient presented to the hospital with a high-grade fever. Transthoracic echocardiography (tte) showed large vegetations of the anterior mitral leaflet and posterior mitral leaflet with mr deterioration. The patient also tested positive for coagulase-negative staphylococcus (cns) aureus in blood cultures, leading to a device-related infective endocarditis (ie) diagnosis. Immediately the patient underwent mitral valve replacement, suturing of the left atrium, and tricuspid valvuloplasty. No vegetation was observed on the clip, though a perforation was seen from a portion of the mass in the posterior mitral leaflet. It was believed that the multiple blood transfusions may have led to the cns and device-related ie, though this was not confirmed. [The primary and corresponding author was tomoharu kawase, hiroshima city hiroshima municipal hospital, japan.]

Manufacturer narrative:
Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿a case of mitraclip related infective endocarditis 4 months after the transcatheter edge-to-edge mitral valve repair¿. The research article presented a case study of an 81-year-old male patient with a history of functional mitral regurgitation (mr). The patient presented with complications of high-grade fever, coagulase negative staphylococcus and vegetations of anterior and posterior leaflets (endocarditis), the clip shifted slightly (partial clip movement), gastrointestinal bleeding, blood transfusions, mitral valve replacement, and left atrial suture. Based on the limited information available from the article, the cause of the reported partial clip movement, bleeding, and endocarditis were unable to be determined. The reported fever was likely a cascading effect of the reported endocarditis. The reported patient effects of bleeding, endocarditis, fever, and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical interventions, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "a case of mitraclip related infective endocarditis 4 months after the transcatheter edge-to-edge mitral valve repair".

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: a case of mitraclip related infective endocarditis 4 months after the transcatheter edge-to-edge mitral valve repair. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of mitraclip related infective endocarditis 4 months after the transcatheter edge-to-edge mitral valve repair", was reviewed. This case study presented an 81-year-old male patient with a history of functional mitral regurgitation (mr). A mitraclip was selected for implant on an unknown date. The device was implanted. Post-implant it was observe that the clip shifted slightly on the medial side, resulting in residual eccentric moderate mr. Post-procedure the patient presented with gastrointestinal bleeding, which resulted in multiple blood transfusions. Approximately 4 months later the patient presented to the hospital with a high-grade fever. Transthoracic echocardiography (tte) showed large vegetations of the anterior mitral leaflet and posterior mitral leaflet with mr deterioration. The patient also tested positive for coagulase-negative staphylococcus (cns) aureus in blood cultures, leading to a device-related infective endocarditis (ie) diagnosis. Immediately the patient underwent mitral valve replacement, suturing of the left atrium, and tricuspid valvuloplasty. No vegetation was observed on the clip, though a perforation was seen from a portion of the mass in the posterior mitral leaflet. It was believed that the multiple blood transfusions may have led to the cns and device-related ie, though this was not confirmed. [The primary and corresponding author was tomoharu kawase, hiroshima city hiroshima municipal hospital, japan.]